Event description:
A 7fr introducer sheath, from a reboa catheter convenience kit, remained in a patient's common femoral artery (cfa) for ~21 hours. The 7fr introducer sheath dwell time contributed to a clot formation requiring surgical intervention for removal. The patient presented to the facility after sustaining a fall. The decision to use a reboa catheter was determined due to persistent hemorrhagic shock with suspected intra-abdominal bleeding. The 7fr introducer sheath was placed in the patient's cfa and the reboa catheter was deployed into aortic zone 1. Partial balloon occlusion occurred for ~65 minutes. A splenectomy was performed, the catheter was removed, but the 7fr sheath remained in the cfa for ~20 more hours. Post operation the patient was transferred to the ICU. There was no reported failure or deficiency of the 7fr introducer sheath.